Manufacturer narrative:
Device manufactured between july 10, 2020 to july 13, 2020. H10: the device was received for evaluation. Visual inspection was performed and noted fluid inside a bag that contained the unit. A functional leak test was performed by filling the unit with green colored water to the nominal volume. After fill and prime, to ensure the blue cap is securely connected, the cap was hand tightened by twisting the cap until the cap could not be twisted further. Thereafter, the unit was monitored until the next day. The next day, no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) leaked from an unspecified location. The device was prepared (filled) with an unspecified medication. This was identified prior to patient use. There was no patient involvement. No additional information is available.